Event description:
The customer reported that during a urinary electroscission, the electrosurgical generator had an unspecified ¿error reported when starting up¿. The intended procedure was completed using a similar device without delay. The device was returned for evaluation and a reportable e433 error malfunction was identified due to a defective generator board. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
The device evaluation confirmed the customer¿s reported issue. The inspection also noted the following non-reportable defects: the left side of the front panel is damaged/cracked, and the footswitch socket is damaged. The device has not been repaired in the last year. A review of the manufacturing and quality records for the affected serial number was reviewed without detecting any non-conformities or deviations regarding the described issue. The device history records showed that the device was manufactured according to valid instructions and met all specifications. The e433 error will occur if the effective value of the output signal falls below the intended limit, which normally indicates a low-impedance diode chain. As a safety precaution, the device restarts. If the cause of the error persists, an unlimited permanent restart may follow, then the device is no longer operational. The exact cause of the e433 error due to a defective generator board is unknown, however, causes for the defective generator board can potentially be attributed to the following: a defective transformer on the generator board. A defective current transformer on the generator board. A defective impedance on the generator board. A defective peak rectifier on the generator board. The output voltage is too low due to bad switching of the high frequency output stage on the generator board. An improved generator board was implemented in early july 2020 to prevent reoccurrence. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.